Manufacturer narrative:
On (B)(6) 2026, the manufacturer was notified by a 72-year-old female power wheelchair user (approx. 5'2", 260 lbs) requesting replacement parts, including drive wheels, batteries, and a left elevating leg rest (elr) footrest. The user reported that multiple authorized service providers declined to perform repairs, stating the wheelchair is old, requires extensive additional parts beyond those requested, is deteriorating, and is no longer serviceable. The service providers also indicated that certain replacement parts are no longer available due to product age. The user reported that in (B)(6) 2023, while exiting a bus via a ramp, the bus driver allegedly pushed the wheelchair from behind. The user stated she unintentionally contacted the joystick, causing the wheelchair to descend the ramp at speed and collide with a bush. The user reported the left footrest was broken and the seat back would no longer remain upright following the incident. The user stated she sustained a left leg and ankle injury described as a nerve injury. She reported no fractures or visible bruising and indicated she continues to seek medical care for the reported nerve-related symptoms. The user reported a pending legal claim related to the bus incident. At the time of complaint intake, the wheelchair remains in the user's possession at her home. Conclusion: in conclusion, there is no evidence of malfunction or defect from the wheelchair. Due to the injury that occured while using the medical device and required medical intervention, this MDR is being filed.

Event description:
On (B)(6) 2026, the manufacturer was notified by a 72-year-old female power wheelchair user (approx. 5'2", 260 lbs) requesting replacement parts, including drive wheels, batteries, and a left elevating leg rest (elr) footrest. The user reported that multiple authorized service providers declined to perform repairs, stating the wheelchair is old, requires extensive additional parts beyond those requested, is deteriorating, and is no longer serviceable. The service providers also indicated that certain replacement parts are no longer available due to product age. The user reported that in (B)(6) 2023, while exiting a bus via a ramp, the bus driver allegedly pushed the wheelchair from behind. The user stated she unintentionally contacted the joystick, causing the wheelchair to descend the ramp at speed and collide with a bush. The user reported the left footrest was broken and the seat back would no longer remain upright following the incident. The user stated she sustained a left leg and ankle injury described as a nerve injury. She reported no fractures or visible bruising and indicated she continues to seek medical care for the reported nerve-related symptoms. The user reported a pending legal claim related to the bus incident with the bus driver.